Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports for the 1st patient on which the device was used and linked to mfg report number 2523190-2021-00071: a facility reported that during use on two different patients, the tip of the reynold scissors (product ID p6845tc) broke on one side of two scissors. When the surgeon was dissecting tissue, the tip of both scissors broke in almost the exact same place of the jaw and fell into the surgical site. All the broken parts were recovered, and the field irrigated thoroughly. Subsequently, another instrument on the tray in the room was used. There was no patient injury and no delay in surgery.

Event description:
N/a.

Manufacturer narrative:
The returned scissors (reynolds product ID: p6845tc) are in used condition with the tips broken off due to rough handling/environmental damage. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.